Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application lost connection with the mobile programmer during an interrogation. Troubleshooting steps were taken to include swapping out the mobile programmer application which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that there was a loss of the electrograms (egm) feed with the mobile programmer application was confirmed. It was determined at analysis that the mobile programmer application crashed. It was also determined at analysis that there was a restart of the mobile programmer application. Correction: b5.desc evt problem device codes (fdd/annex a) imf (annex f) health impact code f23 submitted in error medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that rather than a loss of connection, the issue with the mobile programmer was a loss of the electrograms (egm) feed during initial interrogation of the cardiovascular implantable electronic device (cied) . Another mobile programmer application was able to successfully interrogate the cied. The application hosting tablet for the initial mobile programmer application was restarted and it was subsequently able to perform the cied interrogation.